Event description:
Caller reported a malfunction on the pump, which displayed a software error indicated by malfunction code malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump; however, the malfunction recurred, leading to the decision to replace the pump. The customer was advised on backup therapy using mdi and informed of receiving a replacement pump with updated software. Instructions were provided for returning the faulty pump, and the shipping address was confirmed with the caller.